Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she is unable to clear it. Customer's blood glucose was 282 mg/dl. Customer states she was laying on the device funny which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.